Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting the two days ago the pts ins was no longer holding a charge and they did not know if it was due to the ins not charging correctly (see 708871309 for controller replacement). Pt usually charges twice a day and it last 12 hours between charge. Today pt recharged the ins to 100% and at 3pm their ins battery was down to 30% charge. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.